Event description:
It was reported that balloon rupture occurred. During preparation of a 3.00mm x 15mm emerge balloon catheter, it was noted that the balloon material popped when the physician pulled negative pressure prior to entering the patient. The device was replaced and the procedure was completed with another emerge balloon catheter. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. During preparation of a 3.00mm x 15mm emerge balloon catheter, it was noted that the balloon material popped when the physician pulled negative pressure prior to entering the patient. The device was replaced and the procedure was completed with another emerge balloon catheter. No patient complications were reported and the patient's status was stable. Returned product consisted of an emerge mr balloon catheter in two pieces. The balloon was tightly folded. The tip, balloon, inner/outer shafts and hypotube were microscopically and tactile inspected. Inspection revealed a complete separation in the hypotube located 34 cm from the strain relief. The fracture faces were oval, as if kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.